Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On january 28, 2016, the lay user/patient contacted lifescan USA alleging that her onetouch ultramini meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 after 4:30. The patient stated that she obtained the result of "376 mg/dl" using the subject meter and a new vial of test strips. The patient then self-administered 14 units of insulin in response to the alleged product issue. The patient retested approximately 2 hours later and the result obtained was "354 mg/dl". The patient then self-administered another unknown dose of insulin. The patient tested her blood glucose later that day with a different vial of test strips and the result obtained was "220 mg/dl". The patient manages her diabetes with self-adjusting insulin. The patient stated that she "bottomed-out" after the alleged product issue began and she self-administered several glucagon injections. The patient denied that her blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the patient was using an approved sample site and the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have received treatment for symptoms suggestive of a low blood glucose excursion after the alleged product issue began this treatment does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.